Event description:
It was reported that upon device interrogation, noise was noted on all three channels. The patient will be brought to clinic for possible lead revision. However, physician might consider keeping the ra lead if it checks out okay on pacemaker system analyzer (psa) check at change out procedure. There is no further information available at this time.

Event description:
New information received on (B)(6) 2017 notes that the full system was extracted. A shock was performed to test the system and another event of noise was observed in all egm channels and external ECG post shock. Noise settled down over time. Both leads and device were explanted and replaced. Patient was fine pre and post procedure.